Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened dome switch. The operating currents could not be tested due to the unresponsive button. The insulin pump was received with a corroded battery tube. The insulin pump was received with minor scratches on the display window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had issues with the sensors. The insulin pump alarmed calibration error and change sensor. He was changing the sensors more frequently. The customer was also changing the batteries more frequently, about every four days. The arrow buttons on the insulin pump were very sensitive. The numbers on the screen jumped up by large amounts when he pressed the up arrow button. The insulin pump was dropped occasionally. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.